Event description:
The string completely broke from the main body, while trying to take out the tampon [device breakage] while trying to take out the tampon that had only been in for a few hours; had to go to the doctor and get it surgically removed [foreign body in reproductive tract] pain [pain] trauma [injury] stress [stress] anxiety [anxiety] panicked [panic reaction]. Case narrative: on 12-mar-2024, a spontaneous report was received from a consumer regarding a 17-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date (reported as for a few years, relative to 12-mar-2024), the consumer started use of playtex sport plastic, unscented. On (B)(6) 2024, after inserting the product, the patient experienced stress and anxiety when the string completely broke from the main body, while trying to take out the tampon which had only been in for a few hours. She was panicked as she was not able to get it out and concerned about what would happen. Subsequently, she went to the doctor and got it surgically removed which caused her pain and trauma. She was worried about using another tampon, regardless of the brand as this experience caused her lots of trauma. As of (B)(6) 2024, the status of product use and the outcomes of stress, anxiety, pain, panic, and trauma were not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.